Event description:
The clinic reported insufficient weight removal. There was no pt injury or medical intervention. The gambro technical services rep replaced an intermittent ultrafiltration pump thermal fuse.